Event description:
It was reported that the customer was hospitalized for chest pain and diabetes ketoacidosis. The trainer stated that the customer received an alarm prior to her hospitalization. The blood glucose reading at time of the call was 195mg/dl. Informed trainer that the customer's insulin pump needs to be replaced and the customer needs to revert to her backup plan of manual injections. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.